Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the scheduled preventative maintenance of the facility, there was a reminder alarm every few seconds when the spo2 was disconnected, so the alarm silence button was used to stop the alarm, but it had no visual indication that it was pressed. The alarm audio was paused for 60 seconds, and the alarm audio reminder was set to three minutes, but the repeat alarm did not work according to the settings of 60 seconds. There was no patient involvement.